Event description:
It was reported that a user experienced intermittent communication between a dexcom g7 sensor and the ilet, resulting in loss of glucose readings on the ilet and requiring sensor toggling and re-pairing to restore connection, consistent with a communication failure linked to an electrical/magnetic component, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure at the antenna level. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.